Event description:
It was reported that the pt complains of constant sharp pain, almost gives out when walking, walks with limp, general discomfort.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.